Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device, dislodged essure, expulsion of essure device"), uterine perforation ("perforation (uterus),"), fallopian tube perforation ("perforation (fallopian tubes)") and neoplasm malignant ("tumor/ teratoma/ cancer") in a 34-year-old female patient who had essure (batch no. 628100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine, depression, hypothyroidism, sleep apnea and pseudotumor cerebri. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 1 year 2 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), neoplasm malignant (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), rash ("rashes or skin conditions"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), neoplasm ("tumor/ teratoma/ cancer"), teratoma ("tumor/ teratoma/ cancer") and blood pressure abnormal ("blood pressure"). The patient was hospitalized from an unknown date until (B)(6) 2014. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy. Left salpingo-oophorectomy, right salpingectomy. Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, uterine perforation, fallopian tube perforation, neoplasm malignant, vaginal haemorrhage, menorrhagia, rash, bladder disorder, urinary tract disorder, fatigue, dysmenorrhoea, neoplasm and teratoma outcome was unknown, the menstrual disorder had not resolved and the abdominal pain, vulvovaginal pain and blood pressure abnormal had resolved. The reporter considered abdominal pain, bladder disorder, blood pressure abnormal, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, neoplasm, neoplasm malignant, rash, teratoma, urinary tract disorder, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: right tube not occluded; on (B)(6) 2008: essure device was successfully occluded; on (B)(6) 2009: essure device in place bilaterally with occlusion (B)(6) 2014 - surgical pathology report cervix: negative for dysplasia. Uterus: secretory phase endometrium; no hyperplasia or atypia adenomyosis. Fallopian tubes: left fallopian tube with benign adenofibroma, 5mm and gro ssly identified "essure" wire. Right fallopian tube with no significant pathologic abnormallties. Left ovary with no significant pathologic abnormalities concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhoea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events were added per pfs: abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions, bladder or urinary problems or changes, migration of essure device, expulsion of essure device, abdominal pain, vulvovaginal pain, perforation (fallopian tubes), perforation (uterus), fatigue. Patient's demographics and medical history were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device, dislodged essure, expulsion of essure device: unknown when it fell out"), uterine perforation ("perforation (uterus),"), fallopian tube perforation ("perforation (fallopian tubes) / migration of essure device location of device: left ovary damage") and neoplasm malignant ("tumor/ teratoma/ cancer") in a 34-year-old female patient who had essure (batch no. 628100- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine, depression, hypothyroidism, sleep apnea and pseudotumor cerebri. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2009, 1 year 2 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), neoplasm malignant (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), rash ("rashes or skin conditions"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), neoplasm ("tumor/ teratoma/ cancer"), teratoma ("tumor/ teratoma/ cancer"), blood pressure abnormal ("blood pressure"), depression ("psychological or psychiatric problems- condition : depression"), anxiety ("psychological or psychiatric problems- condition :mental anguish") and head injury ("head injury"). The patient was hospitalized from an unknown date until (B)(6) 2014. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy. Left salpingo-oophorectomy, right salpingectomy), surgery (laparoscopic-assisted vaginal hysterectomy. Left salpingo-oophorectomy, right salpingectomy) and surgery (laparoscopic-assisted vaginal hysterectomy. Left salpingo-oophorectomy, right salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, uterine perforation, fallopian tube perforation, neoplasm malignant, vaginal haemorrhage, menorrhagia, rash, bladder disorder, urinary tract disorder, fatigue, dysmenorrhoea, neoplasm, teratoma, depression, anxiety and head injury outcome was unknown, the menstrual disorder had not resolved and the abdominal pain, vulvovaginal pain and blood pressure abnormal had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, blood pressure abnormal, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, head injury, menorrhagia, menstrual disorder, neoplasm, neoplasm malignant, rash, teratoma, urinary tract disorder, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: right tube not occluded; on (B)(6) 2008: essure device was succesfully occluded; on (B)(6) 2009: essure device in place bilaterally with occlusion (B)(6) 2014 - surgical pathology report cervix: negative for dysplasia. Uterus: secretory phase endometrium; no hyperplasia or atypia adenomyosis. Fallopian tubes: left fallopian tube with benign adenofibroma, 5mm and gro ssly identified "essure" wire. Right fallopian tube with no significant pathologic abnormallties. Left ovary with no significant pathologic abnormalities. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received event " psychological or psychiatric problems- condition : depression and mental anguish, head injury" were added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/dislodged essure/expulsion of essure device: unknown when it fell out/migration of essure device: endometrium cavity'), uterine perforation ('perforation (uterus)/migration of essure device-endometrium cavity'), fallopian tube perforation ('perforation (fallopian tubes) / migration of essure device location of device: left ovary damage') and neoplasm malignant ('tumor/ teratoma/ cancer') in a 38-year-old female patient who had essure (batch no. 628100- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2014 - surgical pathology report: cervix: negative for dysplasia. Uterus: secretory phase endometrium; no hyperplasia or atypia adenomyosis. Fallopian tubes: left fallopian tube with benign adenofibroma, 5mm and grossly identified "essure" wire. Right fallopian tube with no significant pathologic abnormalities. Left ovary with no significant pathologic abnormalities. Concurrent conditions included depression since (B)(6) 2009, pseudotumor cerebri since (B)(6) 2009, migraine since (B)(6) 2008, hypothyroidism since 2004 and sleep apnea. Concomitant products included celecoxib (celexa) since (B)(6) 2009 for depression and anguish as well as amoxicillin trihydrate;dicloxacillin sodium monohydrate (dimox) from (B)(6) 2009 to (B)(6) 2009, hydrocodone bitartrate;paracetamol (lortab) from (B)(6) 2009 to (B)(6) 2009, levothyroxine sodium (synthroid) since 2004, metformin from (B)(6) 2009 to (B)(6) 2009 and topiramate (topamax) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 2 months after insertion of essure. In (B)(6) 2008, the patient experienced rash ("rashes or skin conditions: rashes") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced depression ("depression / psychological or psychiatric problem condition: depression") and anxiety ("mental anguish / psychological or psychiatric problem condition: mental anguish"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and head injury ("head injury") and was found to have neoplasm malignant (seriousness criterion medically significant), neoplasm ("tumor/ teratoma/ cancer"), teratoma ("tumor/ teratoma/ cancer") and blood pressure abnormal ("blood pressure"). The patient was hospitalized from an unknown date until (B)(6) 2014. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy unilateral oopherectomy - left). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, uterine perforation, fallopian tube perforation, neoplasm malignant, menorrhagia, rash, bladder disorder, urinary tract disorder, fatigue, dysmenorrhoea, neoplasm, teratoma, depression, anxiety and head injury outcome was unknown, the menstrual disorder had not resolved and the vaginal haemorrhage, abdominal pain, vulvovaginal pain and blood pressure abnormal had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, blood pressure abnormal, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, head injury, menorrhagia, menstrual disorder, neoplasm, neoplasm malignant, rash, teratoma, urinary tract disorder, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: right tube not occluded; on (B)(6) 2008: results: essure device was succesfully occluded. Total bilateral occlusion. Healthcare provider told about results as was a successful on (B)(6) 2008.; on (B)(6) 2009: results: essure device in place bilaterally with occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of the event bleeding updated to recovered/ resolved. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('migration of the device/dislodged essure/expulsion of essure device: unknown when it fell out/migration of essure device: endometrium cavity'), uterine perforation ('perforation (uterus)/migration of essure device-endometrium cavity'), fallopian tube perforation ('perforation (fallopian tubes)/migration of essure device location of device: left ovary damage') and neoplasm malignant ('tumor/teratoma/ cancer'). In a 38-year-old female patient who had essure (batch no. 628100- not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2014, surgical pathology report: cervix: negative for dysplasia. Uterus: secretory phase endometrium; no hyperplasia or atypia adenomyosis. Fallopian tubes: left fallopian tube with benign adenofibroma, 5mm and grossly identified "essure" wire. Right fallopian tube with no significant pathologic abnormalities. Left ovary with no significant pathologic abnormalities. Concurrent conditions included: depression since (B)(6) 2009, pseudotumor cerebri since (B)(6) 2009, migraine since (B)(6) 2008, hypothyroidism since 2004 and sleep apnea. Concomitant products included: celecoxib (celexa) since (B)(6) 2009 for depression and anguish as well as amoxicillin trihydrate;dicloxacillin sodium monohydrate (dimox) from (B)(6) 2009, hydrocodone bitartrate;paracetamol (lortab) from (B)(6) 2009, levothyroxine sodium (synthroid) since 2004, metformin from (B)(6) 2009 and topiramate (topamax) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), (B)(6) year (B)(6) months after insertion of essure. On (B)(6) 2008, the patient experienced rash ("rashes or skin conditions: rashes") and fatigue ("fatigue"). On (B)(6)2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced depression ("depression/psychological or psychiatric problem, condition: depression") and anxiety ("mental anguish/psychological or psychiatric problem, condition: mental anguish"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and head injury ("head injury"). And was found to have neoplasm malignant (seriousness criterion medically significant), neoplasm ("tumor/ teratoma/cancer"), teratoma ("tumor/teratoma/cancer") and blood pressure abnormal ("blood pressure"). The patient was hospitalized from an unknown date until (B)(6) 2014. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy unilateral oopherectomy left). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, uterine perforation, fallopian tube perforation, neoplasm malignant, menorrhagia, rash, bladder disorder, urinary tract disorder, fatigue, dysmenorrhoea, neoplasm, teratoma, depression, anxiety and head injury outcome was unknown. The menstrual disorder had not resolved. And the vaginal haemorrhage, abdominal pain, vulvovaginal pain and blood pressure abnormal had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, blood pressure abnormal, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, head injury, menorrhagia, menstrual disorder, neoplasm, neoplasm malignant, rash, teratoma, urinary tract disorder, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008, results: right tube not occluded; on (B)(6) 2008, results: essure device was successfully occluded. Total bilateral occlusion. Healthcare provider told about results as was a successful on (B)(6) 2008; on (B)(6) 2009, results: essure device in place bilaterally with occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhoea. Lot number#: 628100 is not valid. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020, quality safety evaluation of ptc(product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/dislodged essure/expulsion of essure device: unknown when it fell out/migration of essure device: endometrium cavity'), uterine perforation ('perforation (uterus)/migration of essure device-endometrium cavity'), fallopian tube perforation ('perforation (fallopian tubes) / migration of essure device location of device: left ovary damage') and neoplasm malignant ('tumor/ teratoma/ cancer') in a 38-year-old female patient who had essure (batch no. 628100- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2014 - surgical pathology report: cervix: negative for dysplasia. Uterus: secretory phase endometrium; no hyperplasia or atypia adenomyosis. Fallopian tubes: left fallopian tube with benign adenofibroma, 5mm and grossly identified "essure" wire. Right fallopian tube with no significant pathologic abnormalities. Left ovary with no significant pathologic abnormalities. Concurrent conditions included depression since (B)(6) 2009, pseudotumor cerebri since (B)(6) 2009, migraine since (B)(6) 2008, hypothyroidism since 2004 and sleep apnea. Concomitant products included celecoxib (celexa) since (B)(6) 2009 for depression and anguish as well as amoxicillin trihydrate;dicloxacillin sodium monohydrate (dimox) from (B)(6) 2009, hydrocodone bitartrate;paracetamol (lortab) from (B)(6) 2009, levothyroxine sodium (synthroid) since 2004, metformin from(B)(6) 2009 and topiramate (topamax) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 2 months after insertion of essure. In (B)(6) 2008, the patient experienced rash ("rashes or skin conditions: rashes") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced depression ("depression / psychological or psychiatric problem condition: depression") and anxiety ("mental anguish / psychological or psychiatric problem condition: mental anguish"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and head injury ("head injury") and was found to have neoplasm malignant (seriousness criterion medically significant), neoplasm ("tumor/ teratoma/ cancer"), teratoma ("tumor/ teratoma/ cancer") and blood pressure abnormal ("blood pressure"). The patient was hospitalized from an unknown date until (B)(6) 2014. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy unilateral oopherectomy - left). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, uterine perforation, fallopian tube perforation, neoplasm malignant, menorrhagia, rash, bladder disorder, urinary tract disorder, fatigue, dysmenorrhoea, neoplasm, teratoma, depression, anxiety and head injury outcome was unknown, the menstrual disorder had not resolved and the vaginal haemorrhage, abdominal pain, vulvovaginal pain and blood pressure abnormal had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, blood pressure abnormal, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, head injury, menorrhagia, menstrual disorder, neoplasm, neoplasm malignant, rash, teratoma, urinary tract disorder, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: right tube not occluded; on (B)(6) 2008: results: essure device was successfully occluded. Total bilateral occlusion. Healthcare provider told about results as was a successful on (B)(6) 2008.; on (B)(6) 2009: results: essure device in place bilaterally with occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: outcome of the event bleeding updated to recovered/ resolved. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/dislodged essure/expulsion of essure device: unknown when it fell out/migration of essure device: endometrium cavity'), uterine perforation ('perforation (uterus)/migration of essure device-endometrium cavity'), fallopian tube perforation ('perforation (fallopian tubes) / migration of essure device location of device: left ovary damage') and neoplasm malignant ('tumor/ teratoma/ cancer') in a 38-year-old female patient who had essure (batch no. 628100- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2014 - surgical pathology report: cervix: negative for dysplasia. Uterus: secretory phase endometrium; no hyperplasia or atypia adenomyosis. Fallopian tubes: left fallopian tube with benign adenofibroma, 5mm and grossly identified "essure" wire. Right fallopian tube with no significant pathologic abnormalities. Left ovary with no significant pathologic abnormalities. Concurrent conditions included depression since (B)(6) 2009, pseudotumor cerebri since (B)(6) 2009, migraine since (B)(6) 2008, hypothyroidism since 2004 and sleep apnea. Concomitant products included celecoxib (celexa) since (B)(6) 2009 for depression and anguish as well as amoxicillin trihydrate;dicloxacillin sodium monohydrate (dimox) from (B)(6) 2009 to (B)(6) 2009, hydrocodone bitartrate;paracetamol (lortab) from (B)(6) 2009 to (B)(6) 2009, levothyroxine sodium (synthroid) since 2004, metformin from (B)(6) 2009 to (B)(6) 2009 and topiramate (topamax) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 2 months after insertion of essure. In (B)(6) 2008, the patient experienced rash ("rashes or skin conditions: rashes") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced depression ("depression / psychological or psychiatric problem condition: depression") and anxiety ("mental anguish / psychological or psychiatric problem condition: mental anguish"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and head injury ("head injury") and was found to have neoplasm malignant (seriousness criterion medically significant), neoplasm ("tumor/ teratoma/ cancer"), teratoma ("tumor/ teratoma/ cancer") and blood pressure abnormal ("blood pressure"). The patient was hospitalized from an unknown date until (B)(6) 2014. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy unilateral oopherectomy - left). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, uterine perforation, fallopian tube perforation, neoplasm malignant, menorrhagia, rash, bladder disorder, urinary tract disorder, fatigue, dysmenorrhoea, neoplasm, teratoma, depression, anxiety and head injury outcome was unknown, the menstrual disorder had not resolved and the vaginal haemorrhage, abdominal pain, vulvovaginal pain and blood pressure abnormal had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, blood pressure abnormal, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, head injury, menorrhagia, menstrual disorder, neoplasm, neoplasm malignant, rash, teratoma, urinary tract disorder, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: right tube not occluded; on (B)(6) 2008: results: essure device was succesfully occluded. Total bilateral occlusion. Healthcare provider told about results as was a successful on (B)(6) 2008.; on (B)(6) 2009: results: essure device in place bilaterally with occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of the event bleeding updated to recovered/ resolved. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). At the time of the report, the device dislocation outcome was unknown and the menstrual disorder had not resolved. The reporter considered device dislocation and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was succesfully occluded company causality comment: incident~ no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.